Event description:
The centers for disease control and prevention made data available to amo showing that it had interviewed an additional 24 patients who had been diagnosed with acanthamoeba infections since 2005. Further details provided by the cdc indicated that one patient used lot 34929. We are attempting to obtain further information. Root cause has not been established.

Manufacturer narrative:
Batch record review requested from manufacturing site; results pending. Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba.